Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this lead was part of a system revision due to infection in which the lead was extracted and antibiotic treatment was given to the patient. No additional adverse patient effects.